Event description:
The patient reported admission to the intensive care unit for diabetic ketoacidosis, attributed to a lack of insulin delivery for approximately 24 hours. The patient stated they had completed omnipod training but believed the pod may have been placed incorrectly. No additional information was provided to confirm the infusion site, blood glucose levels, or treatment received. Multiple attempts were made to reach reporter for further information but were unsuccessful.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.